Event description:
An explanted generator was returned for analysis. Analysis of the generator was completed on (B)(4) 2013. Analysis in the pa lab determined that the device had reached an end of service condition; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of expected battery depletion based on the battery life calculation. The device did not communicate on the test bench, which was due to a depleted battery and an open l2 component. The device did not communicate during the current automated post burn test 101, which was due to an open l2 component. It is unknown when the l2 component became open after the 06-14-2007 date. With an open l2 component, the device would retain the last program parameters, continue to deliver output current and magnet current but the open l2 component condition would not allow the device to be interrogated or reprogrammed. After the l2 component was substituted, the device communicated normally and performed according to functional specifications . Based on the battery life calculation, the end of service condition was an expected event. Attempts to obtain additional information including the reason for explant have been unsuccessful to date.

Manufacturer narrative:
Device had a component out of specification; however, this did not cause or contribute to a death or serious injury.